Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited back-up vvi operation. It was noted that back in (B)(6) the device indicated 3-6 months remaining longevity. The device was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.